Manufacturer narrative:
E1 - initial reporter establishment name (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a discharge occurred between the knife wire and the endoscope tip and, the knife wire became momentarily hot and broke due to the discharge. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the cutting wire of the subject device broke twice. The procedure was completed with a similar device. There were no reports of patient harm.